Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales rep via email that during a case an ar-2324bcc suture anchor was damaged. Immediately after the insertion the part came off. The bone quality of the patient was not hard. The case was completed successfully with a new product. No patient was harmed.